Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was in the last year and getting worse pt claimed they were having trouble with the controller for it was wacko on them. When trying to recharge the ins it sometimes took 3 or 4 hours to recharge while it showed recharging excellent the entire time. There were times when the controller showed the wrong numbers on the screen. When agent asked to have pt clarify pt said this morning the ins was at 30% and it took hour and 30 minutes to get to 100% battery; during that time the controller should have gone down to 30% battery but it was only was at 80% charge. Pt had reset the controller 3 or 4 times but issues persisted. During call pt verified no damage to the controller charging port or to the recharger telemetry module (rtm). The issue was not resolved. A request was sent to the repair department to replace the rtm. When agent reviewed equipment replacement process pt noted that they had done this before on their old one. (See pe 708676890 for patient stating they have called patient services before.) Patient called back reporting recurrence of issue with replacement recharger. Replacement recharger was received a few months ago and initially functioned well but today, issue recurred unable to locate the implantable neurostimulator (ins) during charging. Patient remains stuck at "looking for device" screen (unable to progress). Patient also reported stimulation automatically shut off approximately 4 times. Patient reported completing all troubleshooting steps previously, mentioning they had their battery replaced 4 times. Recharging, repositioning, and battery checks performed but still unable to locate ins when attempting charging. Patient confirmed no recent falls or trauma and no visible damage to controller and recharger. Patient declined further troubleshooting and requested replacement. Agent reviewed previous cases. Agent sent request to repair for the replacement of both controller and recharger

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.